Event description:
Healthcare professional reported "seroma", "rupture" and "capsular contracture baker grade IV". This record is for the left side. The device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late, rupture, capsular contracture baker grade IV.